Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced hyperglycemia after eating a cupcake without announcing the meal, with the continuous glucose monitor (cgm) showing a highest reading of 276 mg/dl and the glucose remaining elevated since the meal. Symptoms included no reported clinical manifestations. Outcomes included no alerts or alarms and no medical interventions or hospital care. Investigation included a review of use-related factors and device performance, focusing on meal announcement behavior and cgm data. Investigation of this case revealed no device malfunction or component failure and indicated user-related underuse due to a missed meal announcement as the likely contributor to the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.